Event description:
A discordant, falsely elevated troponin I ultra result was obtained on one patient sample on an advia centaur cp instrument. The discordant result was reported to the physician. The sample was repeated on an alternate advia centaur cp instrument, resulting lower than the initial result. A new sample was drawn from the patient and was run on the same instrument and on an alternate advia centaur cp instrument, both resulting lower than initial result. The original sample was repeated on the same instrument, also resulting lower than initial result. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to a discordant, falsely elevated troponin I ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service call. The cse could not find any instrument malfunction. The cse ran precision tests on two samples in replicates of twenty each, which were within acceptable ranges. The cause of a discordant, falsely elevated troponin I ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.